Event description:
A surgeon reported that the cylinder tank knob broke off during a procedure which resulted in the procedure being canceled. In a follow up, the surgeon reported the event resolved with treatment, the procedure was completed when a new tank was delivered.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/06/2012 and 04/20/2012 by phone, fax. And mail. A completed questionnaire was received on 04/18/2012. (B)(4).